Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Expired lot of test strips were returned, unable to test. Most likely underlying root cause: mlc-12: product expired. Note: manufacturer contacted customer in follow-up calls on 28-dec-2020/04-jan-2021 to ensure the patient condition improved and replacement products resolved the initial concern. Able to establish contact with customer who stated that condition had improved and she did not currently have any diabetic symptoms. No medical intervention had been needed since the last calls. The customer is comfortable with the glucose readings from the new replacement products.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected fasting blood glucose test result is 240 mg/dl. Customer was not using the proper testing technique. At the time of the call the customer reported having symptoms of frequent urination and dry mouth; medical attention was not needed at the time. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. Customer's test strips are expired - manufacturer's expiration date is 04/30/2018. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.